Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. Final analysis found a complete lead was returned in one piece for evaluation. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead connector passed insertion testing into the test ICD device and is-4 connector sleeve. Dimensional analysis of the connector boot was measured within the product specifications. Visual and x-ray inspections of the lead did not find any anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The lead met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturing reference number: 2017865-2023-51767. Related manufacturing reference number: 2017865-2023-51768. It was reported that the patient presented for a upgrade procedure and lead revision. The right ventricular lead was capped and replaced for unknown reasons on (B)(6) 2023. The next day it was noted that the left ventricular lead exhibited high capture threshold. The lead was explanted and replaced. During the placement of the new left ventricular lead, it was noted the new lead also exhibited high capture threshold. The new lead was removed and replaced with a competitor lead. There were no patient consequences.